Event description:
Nellcor puritan bennett received a call from rep from user facility on 11/19/1999. User facility called to report the following problem: unit did not alarm for apnea condition. Parent stated baby in apnea condition for 1 minute.